Event description:
The customer reported via the sales rep that the stem has fractured. It is further reported that the stem has fractured just below the taper of the stem. It is further reported that the pt had the original procedure (B) (6) 2002. It is further reported that the pt slipped and fell onto a concrete floor (B) (6) 2010. It is further reported that the pt felt pain and discomfort (B) (6) 2010 when examination confirmed a fractured stem. It is further reported that the revision was performed on (B) (6) 2010 to replace the stem and head. It is further reported that the contemporary cup was not revised. It is further reported that x-rays and operation reports have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.